Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing of ventricular fibrillation (vf). A shock was then delivered; however, the arrhythmia was unable to be converted. A second shock was delivered and successfully converted the arrythmia. The shocks were considered appropriate. Rhythmcare reviewed device data and determined the r-wave amplitudes were variable and at times very low amplitude. The low amplitudes result in longer time to recognize the arrhythmia and the device begin to charge. Rhythmcare then discussed further programming options and device function. This device remains in service. No adverse patient effects were reported.